Manufacturer narrative:
It was reported that the light fell and hit the ground.  A stryker field service technician (sfst) was dispatched to the customer site.  While interviewing the users, it was reported that the light switch from the wall was not working and the nurse went to the light to turn it on at the source and it disengaged, the nurse caught the light and it was moved out of the surgical area.  During investigation, it was found that the separation was a result of a missing c-clip being. The sfst installed the c-clip and the sfst checked for functionality.  The light was returned to full use.  There was no impact to the patient  and no adverse event reported to have occurred.

Event description:
It was reported that the light fell and hit the ground. There was no injury or adverse consequence reported.